Event description:
The patient received an scs system including a ipg on (B)(6) 2010. It was reported that the recharge burden for patient's ipg has increased. In an effort to resolve this matter, a replacement charging system was shipped to the patient. Follow-up on this issue found that the reported problem persists with use of the replacement device. No further information is available.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.